Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery and the right m1 segment of middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system red72 reperfusion catheter (red72), non-penumbra guide sheath, non-penumbra stent retriever, and guidewire. During the procedure, the physician advanced the red72 and velocity into the target vessel and made two passes using the red72, but the clot could not be removed. Next, the physician advanced a stent retriever through the velocity and made another pass. Subsequently, while removing the velocity, the physician experienced resistance and upon further inspection of the velocity on the back table after being removed, the physician noticed it be fractured at the midshaft to the distal end. It was also reported that the velocity then broke into two pieces. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fractured on the proximal shaft. If the device is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of the resistance during the procedure could not be determined. Further evaluation of the device revealed ovalizations on the distal shaft. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.